Event description:
An analysis was performed on the returned tablet, and the reported allegation could not be verified. An analysis was performed on the returned tablet and no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications. The tablet was received without a serial cable. The serial cable is unable to be found. Therefore, analysis was unable to be performed on the serial cable.

Manufacturer narrative:
Device failure did not occur with the returned tablet and power cable. However, full analysis was unable to be performed since the serial cable was not received. No conclusion can be drawn on the cause of the reported event.

Event description:
It was reported that the programming tablet was showing a ¿unable to open port¿ message. The programming system was functioning properly on the first interrogation, but then the message was received. The site tried turning off the tablet and rebooting it several times, but the issue did not resolve. The physician re-inserted the usb cable and waited 15 seconds before re-interrogating, but the issue persisted. A replacement tablet was provided. The suspect tablet was received by the manufacturer. However, analysis has not been completed to date.

Event description:
The tablet usb serial adapter cable was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned usb to db9 cable, and the reported allegation was verified. The cause for the reported allegation is associated with a disconnected wire connection in the returned serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies.

Manufacturer narrative:
Device available for evaluation, corrected data: the supplemental report #2 inadvertently did not report that the suspect product received date. Device evaluated by MFR: the supplemental report #2 inadvertently did not report that the suspect product was received but analysis was pending. Device failure occurred, but did not cause or contribute to a death or serious injury.